Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.the full lead was received and analyzed. The full lead was returned with the helix fully retracted. The distal conductor was distorted, over-retracted and fractured in the connector (overstress). The lead was stretched.

Event description:
It was reported that during the implant procedure, the helix would not extend. The device was not implanted. No patient complications have been reported as a result of this event.